Event description:
Sorin group (B)(4) received a report of poor oxygenation from a d101 kids oxygenator. There was no report of patient injury resulting from this event.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d101 dideco kids. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of poor oxygenation from a d101 kids oxygenator. Although there was no report of patient injury resulting from this event, it was later reported that the patient was ventilated to alleviate any risk of harm resulting from the oxygenation problems. This medwatch is being filed as a result of this action. The involved device was not available for evaluation by sorin group (B)(4). However, the pump records from the case were provided. Sorin group (B)(4) reviewed the records and found that although the sweep rate and fio2 were high during cross clamp, the po2 levels were good. A slight drop in gas exchange performance was noted towards the end of the procedure during rewarm. The procedure was successfully completed with the unit. Without the involved device for evaluation the root cause of the issue cannot be determined. Sorin group (B)(4) has determined that this is a very rare occurrence and no corrective action is deemed necessary at this time. Sorin group (B)(4) will continue to monitor the market for this type of issue.